Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat persistant atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, the wire got stuck in the catheter and the device failed to deploy in flower. It was stuck and the slider didn't change the shape. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device isn't expected to return for laboratory analysis. The use of the farawave catheter to treat a persistent atrial fibrillation is considered an off-label use.

Manufacturer narrative:
A picture provided, it is possible to observe the device without a guidewire inserted and the cage was in basket while the slider keeps partially in undeploy position. Upon device return and inspection, the device returns on basket deployment. An attempt to insert the guidewire was made and it was unsuccessful since resistance was felt inside the guidewire lumen; therefore, the deployment of the catheter was not possible. The catheter was dissected for further inspection. It was noted that the guidewire lumen damaged outside the inner hypotube. Unintended use error caused or contributed to event due to the finding of a broken guidewire lumen. It's likely that the damage in this location potentially occurred when the catheter was deployed/undeployed without a guidewire inserted.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat persistant atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, the wire got stuck in the catheter and the device failed to deploy in flower. It was stuck and the slider didn't change the shape. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device isn't expected to return for laboratory analysis. The use of the farawave catheter to treat a persistent atrial fibrillation is considered an off-label use.